Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window. No unexpected numbers scrolling were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was attempting to deliver a bolus when the numbers started to scroll up. The customer stated that none of the buttons were responsive. The customer's blood glucose was 298 mg/dl. The customer did not recall any significant events prior to the keypad issues. The customer confirmed that the insulin pump was not dropped or exposed to moisture. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.